Event description:
The nurse reported a posterior capsule tear occurred and lens fragments fell to the back of the eye. And then the vitrectomy probe would not function. There was a 20-30 minute delay in the case due to the probes not functioning. The nurse declined to complete a questionnaire and stated the vitrectomy probes were thrown away. The nurse was counseled to save samples to assist in the investigation of the event. Additional information received from the surgeon stated the patient had a mature cataract. The case was delayed 30 minutes and an anterior vitrectomy was completed. The patient's outcome was good.

Manufacturer narrative:
The company service representative examined the system and did not find any problems. The company service representative performed preventive maintenance on the system. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.